Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation due to the ipg being unable to successfully communicate with the charging system. A replacement charging system was sent to the patient to provide resolution, but it unknown if the patient attempted to use the replacement device. Follow-up revealed the patient's ipg was found to have flipped in the pocket. In turn, the patient's ipg was relocated via surgical intervention on (B)(6) 2016. Surgical intervention resolved the patient's issue.